Event description:
Ous MDR - noise was observed and the physician decided to re-open the pocket on (B)(6) 2012. During the lead explantation, a stylet intended for use with the lead could not be advanced towards the lead tip. Therefore another stylet (not biotronik) was used and the lead was explanted properly. The lead will be returned with the stylet.

Manufacturer narrative:
Ous MDR.